Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed due to the right atrial (ra) lead perforating the heart wall. During the revision procedure the perforation was confirmed via fluoroscopy, thus the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.